Event description:
This is a non-u.s. Event. The event occurred in (B)(6). The consumer stated that she removed her tampon and pieces remained. She indicated that she removed her tampon at night on (B)(6) 2012 and the following morning additional pieces were dispelled while taking a shower. She consulted a nurse and feels that she removed all remaining pieces.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.